Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer experienced an elevated blood glucose (bg) level from "high" to 537 mg/dl. Elevated bg was addressed by administering a correction bolus and a cartridge change. To resolve issues customer reloaded the existing cartridge or loaded a new cartridge.